Event description:
It was reported while using bd alaris¿ pump module smartsite¿ infusion set the check valve malfunctioned and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2426-0500, batch #: unknown. It was reported by the customer that the saline line leaked and created a puddle of blood and saline on the floor. "After hanging the saline line for a patient undergoing chemo, there was blood backing into the line. When I returned to chairside, puddle of blood mixed with saline was on the floor under where the dependent line was hanging and there were drops of saline coming from the IV line."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ pump module smartsite¿ infusion set the check valve malfunctioned and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2426-0500. Batch #: unknown. It was reported by the customer that the saline line leaked and created a puddle of blood and saline on the floor. Verbatim: "after hanging the saline line for a patient undergoing chemo, there was blood backing into the line. When I returned to chairside, puddle of blood mixed with saline was on the floor under where the dependent line was hanging and there were drops of saline coming from the IV line."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22073019. D4: medical device expiration date: 07jul2025. H4: device manufacture date: 07jul2022. D10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2022. H6: investigation summary a sample was received and tested by our quality team. After visual inspection of the tubing, the tubing was slashed near the male luer end. The complaint of leakage was verified after this. The manufacturing team was then notified of the issue. A microscope was utilized to further analyze the slash in tubing. The slash appears to have been made by a sharp object- it is unknown whether this occurred during the production of this set or during use by customer. The root cause is unknown but the manufacturer has been made aware of this failure. A device history record review for model 2426-0500 lot number 22073019 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.